Manufacturer narrative:
The autopulse li-ion battery sn (B)(4) was evaluated at the customer site by a distributor with the assistance of a zoll technician through email correspondence. The reported complaint of the autopulse platform sn (B)(4) shuts down using autopulse li-ion battery sn (B)(4) was not observed during functional testing. No device malfunction was observed during the testing and the battery worked as intended. The autopulse li-ion battery passed functional testing, the autopulse platform did not shut down using the battery.

Event description:
During shift check, the autopulse platform sn (B)(4) stopped after one compression and displayed "pull up lifeband, check patient alignment and press restart" message. After replacing the lifeband, issue still occurred. In addition, the customer reported that the autopulse platform shuts down using 2 fully charged autopulse li-ion batteries sn (B)(4). No patient involvement. Please see the following related MFR report: MFR 3010617000-2021-00383.